Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 20024713/20061923; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting the coverage he was looking for. The patient underwent an ipg and lead replacement procedure. The patient was reportedly doing well postoperatively.